Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi mode during the cybersecurity upgrade procedure. The patient experienced pocket stimulation while the device was in backup vvi mode. The device returned to normal function after a firmware download. The cybersecurity upgrade was attempted again and it was successful. The patient was stable after the event.